Manufacturer narrative:
He november 2018 driveline repair was reported in MFR report # 2916596-2018-04515. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had speed drops to 6500 rotations per minute several times on the morning on (B)(6) 2021. The patient had a controller fault alarm and pump stop on the controller. The controller was exchanged to the backup. There were several more brief pump stops after changing the controller. The patient was placed on an ungrounded patient cable and the patient has had no further pump stops since that time. The patient was hemodynamically stable and started pre-emptively on dobutamine 5mcg/kg/min. The log files were sent for review and showed several pump stops and low speed advisories on (B)(6) 2021 that occurred on both controllers. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to occur while the device was connected to the power module/mobile power unit. The log file also captured low supply voltage values when connected to the power module and it was recommended to exchange the patient cable. The patient had a previous driveline repair in november 2018. The patient was admitted with a fall so it was believed something could have been damaged at that time. The patient is not a candidate for pump exchange given age and comorbidities.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stoppages and low speed operation events. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The first submitted log file contained data from 19:56:05 on (B)(6) 2021 through 14:47:17 on (B)(6) 2021, per the timestamps. The pump operated at or above the low speed limit from the beginning of the log file until 04:56:41-04:57:18 on (B)(6) 2021 when low speed operation events were captured. The pump regained speed on its own following these events and remained at or above the low speed limit until 14:44:09-14:46:45 on (B)(6) 2021 when additional low speed operation events were captured. The log file recorded low speed hazard, low flow hazard, and yellow wrench advisory alarms during the abnormal pump operation. The yellow wrench advisory alarms were due to a backup battery fault and appeared to be associated with the suspected driveline damage. Following these events, the driveline was disconnected, consistent with the reported controller exchange. All abnormal pump operation occurred while the patient was operating on the power module. The second submitted log file contained relevant data from 14:20:05 through 14:22:31 on (B)(6) 2021, per the timestamps. Data captured on (B)(6) 2021 appeared to be associated with the patient¿s back-up controller. Following the initialization of patient support following the system controller exchange on (B)(6) 2021, the log file recorded multiple pump stops and low speed operation events, which were associated with low speed hazard and low flow hazard alarms. In between pump stops, the pump was unable to maintain speeds at or above the low speed limit. All abnormal pump operation occurred while the patient was operating on the power module. Based on previous complaint experience, the type of behavior captured within log files could be indicative of a potential driveline issue. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Multiple attempts were made to obtain additional information from the customer regarding the event (including requests for driveline x-rays as well as patient plan of care); however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. No further information was provided. The manufacturer is closing the file on this event.